Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced a loss of consciousness. It was indicated that the customer was able to self-treat with sugar water. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced a loss of consciousness. It was indicated that the customer was able to self-treat with sugar water. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report: adc customer service attempted to contact the customer again to gain additional details regarding this event and was successful. It was clarified that the customer "did not experience any blackouts or seizures" and self-treated with sugar water. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. The following sections have also been updated to reflect this correction report: b5 - describe event or problem h6 - adverse event problem (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced a loss of consciousness. It was indicated that the customer was able to self-treat with sugar water. There was no report of death or permanent impairment associated with this event.